Event description:
Patella implant had been separated from bone since 10/93. Patella implant was not replaced due to lack of adequate bone stock. This was older style patella prosthesis with only two short pegs. This tibial insert was routinely replaced even though the original showed very little wear. The pt's pain was all due to "floating" patella implant.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.